Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called report a hospitalization due to high blood glucose. The current blood glucose reading is 289 mg/dl. The blood glucose reading at the time of the event was 500 mg/dl. Customer was not feeling well, body aches and feeling sick. Diagnosed diabetic ketoacidosis. Customer is being treated with manual injections. During troubleshooting, manual prime is correct, insulin exits the tubing. The high pressure test failed twice. The insulin pump will be replaced. Nothing further reported.